Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed visual inspection. Checked the introducer needle for burrs/hooks and dull needle tip defects and none where found. The introducer needle passed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states t that they tried to insert the sensor, but the needle did not fully insert. The customer states that sensor probe is starting to pull away from the needle. The customer was advised to discontinue use of the device, and that the sensors would be replaced and returned for analysis.